Event description:
Customer reported the system is producing x-rays, but not displaying an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a connector. System operates as intended.